Event description:
Report #2 of 2 for the same event. Additional information from the user facility report:the previously place olecranon screw was removed. Then the olecranon osteotomy site was exposed and it appeared to have some healing laterally but separation medially. A 90 mm screw was inserted and the surgeon said he obtained excellent compression at the fracture site. He then identified the ulnar nerve proximally, it was traced down to the medial epicondyle. The nerve was directly over the edge if the epicondyle. It was heavily scarred in scar tissue so this was dissected off and the surgeon transferred the nerve anteriorly.

Manufacturer narrative:
(B)(4): investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.